Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed gas loss. It was also reported that the end users swapped out the unit for another maquet iabp unit to continue treatment without issue. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse arrived onsite to perform auto fill and fiber optic test. The fiber optic test passed. The fse checked the logs and found no fiber-optic alarms. The fse completed pm, all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed gas loss. It was also reported that the end users swapped out the unit for another maquet iabp unit to continue treatment without issue. No patient harm, serious injury or adverse event was reported.